Manufacturer narrative:
The device was not returned and there was not lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
Device malfunction: none. Time of malfunction: during the procedure. Symptoms/ae: occlusion. It was reported that a trained physician performed arteriotomy closure of the right common femoral artery using a perclose proglide device after an interventional procedure. An unspecified time later, the patient experienced "no blood flow" in the right lower extremity, confirmed by ultrasound. The patient was taken to the operating room where a clot aspiration and angioplasty were done. No additional information is available.